Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Event description:
It was reported that when the device is charged to 200 joules, it will show 250 joules, and when discharging the output is low. It was also indicated that the device will display an energy fault message. There were no reports of patient use associated with the reported failure.